Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported proximal pressure sensor auto zero failed issue. The manufacturer¿s field service engineer (fse) replaced the defective solenoid and data acquisition (da) pcba to address the reported problem. The unit successfully passed the required performance verification test. The da pcba was return for analysis. An investigation was performed and the root cause for the reported issue is due to pressure sensors of the customer returned da board had an offset that caused the pressure accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported chronic problems regarding auto-zero and proximal pressure sensor error codes. There was no patient involvement.